Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens. The motor test was performed but the error code could not be verified or duplicated. It's possible that the issue is related to an intermittent cam flex connection.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error 41622. There was no patient involvement.